Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was explanted and replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 3.1 mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 a volume discrepancy during refill was reported. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a catheter check to be done on (B)(6) 2019. The logs were downloaded with no recorded stalls/recoveries. No actions or interventions were taken to resolve the issue. It was noted that surgical intervention did not occur but was planned and was scheduled for (B)(6) 2019. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative who reported that the patient had a volume discrepancy during refill and no significant pain relief after several titrations. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting included a catheter and rotor study. The actions and interventions taken to resolve the issue was surgery to assess the catheter found that there was a hole in the pump segment of the catheter. Rotor was working fine during catheter and rotor study, but the physician was unable to withdraw or flush the catheter. The decision was made to go in surgically to assess the catheter function. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actual reservoir volume was 16cc¿s and the expected reservoir volume was 3.5cc¿s. The actions and interventions taken to resolve the issue was catheter check and roller check was done on (B)(6) 2019. Catheter aspiration attempted but failed. Roller study was negative, no logged events of motor stall discovered. The cause of the volume discrepancy was not determined. A catheter exploration was planned, no date scheduled. No further complications were reported regarding the event.